Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that claims while the patient was having her device implanted, she became paralyzed from the chest down. No patient information was provided therefore no further action will be taken.